Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine results a 75 year old female diabetic patient for follow up testing. There was no patient information available at the time of this report. Return product is not available for investigation. (Method, date, tested, result, sample, collection) I-stat, (B)(6) 22, 10:21, 4.6 mg/dl, a, whole blood in li-heparin syringe; I-stat, (B)(6) 22, 11:13, 3.5 mg/dl, a, whole blood in li-heparin syringe; I-stat, (B)(6) 22, 12:00, 3.5 mg/dl, a, whole blood in li-heparin syringe; cobas c501, (B)(6) 22, n/a, 0.57 mg/dl, a, plasma separated from li-heparin tube; cobas c501, (B)(6) 22, n/a, 0.56 mg/dl, a, plasma, edta syringe; cobas c501 (B)(6) 22 n/a, 0.65 mg/dl, b, n/a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 11-aug-2022. A review of the device history record confirmed the cartridge lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.